Event description:
It was reported that the right ventricular (rv) lead had no capture and was undersensing. It was also reported that the implantable cardiac defibrillator (ICD) had a setscrew that would not "go back in". The rv lead and the ICD were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that the set screw was damaged. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.